Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report: 1. Patient identifier. 2. Age at time of event/age units. 3. Sex. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Phone.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the lumbar artery using a ruby coil. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the ruby coil unintentionally detached in the lantern. The physician then attempted to remove the lantern with the detached coil; however, the coil unraveled and stayed in the patient¿s body. It was reported that part of the detached coil was out of the access sheath and therefore, the physician pulled the ruby coil out by hand. The procedure was stopped at this point. In addition, there was no noted damage to the lantern after removal. There was no report of an adverse effect to the patient.